Manufacturer narrative:
(B)(4) snare loop unable to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator large oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the loop was unable to cut; however it was reported that energy was being delivered to the snare and was confirmed that cautery was working. They were able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator large oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the loop was unable to cut; however it was reported that energy was being delivered to the snare and was confirmed that cautery was working. They were able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the snare loop to be tilted. Electrical testing confirmed the device met the resistance specification. The device was also able to fully extend and retract. The reported complaint was not confirmed as the electrical resistance was measured and found to be within manufacturing specifications. The unit did present a tilted loop, which may affect the ability to capture polyps; however, it does not affect the device's ability to cut polyps, since the polyps are cut with electrical current. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.